Event description:
The lay user/patient contacted lifescan alleging the meter displays the battery indicator icon. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
The 510 (k) is k073231.